Manufacturer narrative:
No patient involvement was reported. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the tip of the stardrive screwdriver shaft t8 55mm was found misshapen. Issue was discovered in sterile processing while putting the set back together. No patient or surgical involvement was reported. This report is for one (1) stardrive screwdriver shaft t8 55mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part: 314.453. Lot: 3104681. Manufacturing site: haegendorf. Release to warehouse date: 04. Mar. 2009. The device history record shows this lot of 24 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Background: it was reported that on an unknown date, it was discovered that the stardrive screwdriver shaft tip is mis-shaped. It was discovered while putting the set back together in the sterile processing department. There are no surgical delay reported. Patient consequence is unknown. Investigation flow: damage: visual (appearance not as expected). Visual inspection: visual inspection performed at customer quality (cq) confirmed the condition of a stripped/worn screwdriver shaft, which agrees with the reported complaint condition. The distal stardrive tip is stripped/worn with rounded corners and edges. Document/specification review: the returned device was manufactured in march 2009 and is over 9 years old. The device history record shows this lot of 24 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Design drawing wasreviewed during this investigation. The stardrive screwdriver shaft (part# 314.453) is a reusable instrument used in a variety of trauma procedures and can be used during the insertion of screws with t8 recesses. No product design issues or discrepancies were observed. Dimensional inspection: a dimensional inspection of relevant stardrive tip features was unable to be performed due to the post manufacturing wear. The shaft diameter just proximal to the damaged tip measured ø2.99mm at cq (ca592) which is within specification of ø3.0mm +/-0.2mm per design drawing. Conclusion: a definitive root cause for the returned worn device could not be determined based on the provided information. It is possible that the returned shaft was used during insertion of a screw into excessively hard/dense bone, which could have exposed it to excessive torsional forces which could have contributed to the deformation of the shaft¿s stardrive tip. Cumulative wear for over 9+ years of use is also a consideration. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, it was discovered that the stardrive screwdriver shaft tip is mis-shaped. It was discovered while putting the set back together in the sterile processing department. There are no surgical delay reported. Patient consequence is unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Telephone number: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.